Event description:
During index procedure one driver stent was implanted in the mid lcx and one driver stent was implanted in the proximal lad. Pt was asymptomatic at 30 day follow up. Approx 4 months post procedure, an mi occurred. Investigator classified event as non-q wave mi. Angiogram showed evidence of restenosis in the proximal lad driver stent. No revasc was performed. Approx 5.5 months post index procedure, a second non q wave mi occurred, similar to the previous mi. Investigator did not assess relationship of mi to driver stent. Pt had cardiac status of unstable angina at 6 month follow up and cardiac status of stable angina at one year follow up.

Manufacturer narrative:
Evaluation results: (mi, restenosis).